Event description:
It was reported that: patient started experiencing pain in her hip area at the end of 2010. Patient reported that she had a cortisone injection for the first time because of the pain in (B)(6) 2011. She received her second cortisone injection in (B)(6) 2012. Her pain is a deep, dull, achy pain in her hip to the back of her buttock area. She is still using a cane if she is doing prolonged walking. Patient states that she has had x-rays, blood work and MRI. She is currently awaiting results from the MRI from her surgeon. Doctor is currently monitoring her.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.